Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date the patient was hospitalized for the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient was discharged from the hospital and was recovering from the event. On an unreported date during hospitalization, apd therapy was discontinued and the patient was switched to continuous ambulatory peritoneal dialysis therapy. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.